Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the returned device found evidence of a deep scratching on the exterior finish. Additionally, the device presents an overall excessive worn condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the product was not used. Sterile processing found a large gouge in the side of the stem and refused to accept it. There was no reported delay.